Manufacturer narrative:
The device was in use for treatment. The atrial lead remained implanted for approximately 8 years, 6 months. The atrial lead was capped and will not be returned for analysis. As the lead was not returned to perform an analysis, the root cause of the reported lead fracture cannot be determined. Potential causes of this failure may include: physician uses subclavian venipuncture technique near the subclavian muscle and costoclavicular ligament, the stylet is left in the lead, lead is sutured without ligature sleeve, lead is severely bent, kinked or stretched during procedure, the lead is inadvertently damaged during pocket closure, stylet is not advanced to the lead tip during lead introduction, or the lead is inadvertently bent after the lead has been anchored. The potential effects to the patient may be periodic or continued loss of pacing or sensing signal post implantation. Another procedure may be required to replace lead. A review of the device history record did not identify any rejects during manufacture of this lot number. The record did identify an approved deviation used during manufacture of this lot for the connector pin and sleeve. Final qa inspection of the lead includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring, and "d" dimension on is-1 connector is measured. Following a cosmetic inspection of the whole lead from proximal end to distal end is performed under 10x microscope. A review of complaints against this lot number identified no additional reports. The instructions for use (IFU) provide these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. IFU precautions include: use a more lateral puncture site for subclavian venipuncture technique, perform procedure under fluoroscopic guidance, check for entrapped leads with cineradiography or x-ray, and leave sufficient slack in the lead to compensate for body movements. The IFU cautions: stylet must be removed before the lead is connected to the ipg, do not tie a suture directly to the lead body, avoid crimping or sharply bending the lead, do not grip lead with surgical instruments and use extreme care to not damage lead insulation during pocket closure. The IFU indicates proper procedure for ligating the lead. The lead is packaged with ligature sleeve in place, ready for use. IFU important notes include: use care when inserting stylet in the lead. Use only approved stylets for safety reasons and do not bend the anchored device.

Event description:
The customer reported that the atrial lead was capped (taken out of service) due to fracture. There was no report of any adverse patient effects from this event.